Event description:
Customer reports receiving high readings from her freestyle flash meter and medicating herself based on these results. Customer had a reaction due to this and went to the emergency room where she was monitored every two hours and kept on an i.v. Due to dehydration and to help stabilize glucose levels.